Event description:
On january 17, 2013, it was noted that this atrial lead had oversensing. The facility was at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)